Event description:
Information received from the field notes that the device could not be interrogated and the message "position head" was repeatedly observed. The patient's underlying rhythm was approximately 95 ppm with intact av nodal conduction spikes were observed in the bipolar configuration. The patient was asymptomatic and received a pacemaker for intermittent complete heart block.~~~~